Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The following information was requested, but unavailable: when there was oozing, how much blood loss was there? Was a transfusion or blood products required?

Event description:
It was reported that during a vats lobectomy, after that, oozing occurred from the stump after the second firing though the knife was fully advanced. The target tissue seemed to be partially stapled and opened. In the gold cartridge, some staples on two lines of the proximal end were unformed and protruded. Also, b-formed staples were remaining in the staple pockets of the distal end. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n55421. The following information was requested, but unavailable: when there was oozing, how much blood loss was there? No information. Was a transfusion or blood products required? No information. The analysis found that one pcee60a device was returned in good visual condition and with an ecr60d cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired, inner rows, partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.